Event description:
It was reported that the patient experienced diaphragmatic stimulation. Subsequently, repositioning of the left ventricular lead (lv) was attempted but the lead dislodged, resulting in loss of capture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.